Event description:
It was reported that pt experienced a treadmill accident approximately six weeks ago, after which she felt a burning sensation at the ipg site. According to the pt, it is painful to sit and if she is in a car and hits a bum, it causes pain. There is no additional information at this time.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.